Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) with the homechoice (hc) machine during the initial drain. The home patient (hp) was connected at the time of the alarm and would start therapy over with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp did not know about the incident. The hp stated she uses the cycler and sets it up herself, but was very confused and did not know the lot number or if she was using the same box of cassettes. The hp stated, she discards her supplies after every therapy. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated ,the hp did not report the incident. The pd rn stated, the hp knows the proper procedures and did not know how the air got into the line. The pd rn stated, the hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(4) 2010, the hp confirmed the device was discarded and no companion sample was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).